Event description:
Reportedly, after stapling, the surgeon noticed leaking due to a line of staples that were not completely closed. The problem occurred on three instruments of the same lot. The surgeon sutured to complete the case. Blood loss was reported.